Event description:
Alleged the intermediate side rails have had fluid ingress in the lower section of the rails and feel there should be a gasket or some form of seal to prevent fluid from migrating into this area.